Manufacturer narrative:
Section b3 estimated date of event. Section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer and distributor (brest co., ltd.) H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that the alarm related to the capacitor of this ht70 ventilator, which was supposed to activate when turning he power on and off, did not sound. The device was available for evaluation. The service personnel (sp) inspected the ventilator but could not reproduce/confirm the reported issue. Sp performed yearly preventive maintenance (pm). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The investigation found the device tested in specification and to function as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the alarm related to the capacitor of this ht70 ventilator, which was supposed to activate when turning he power on and off, did not sound. The ventilator was not in use on a patient at the time of the reported event.